Manufacturer narrative:
Batch record review: review of the lot file for a731 shows there were no nonconformances associated with this lot at the time of the event. This lot met all release requirements. Review of complaints received for lot a731 was performed. There was 1 complaint reported for centrifuge bowel leaks and 1 complaint for centrifuge blood leak alarms to date for this lot at the time of the investigation. The assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation. The root cause cannot be determined based solely on the information provided by the customer. (B)(4).

Event description:
The customer reported an event where there was an observation of blood leaking from the centrifuge bowl during 6th cycle of treatment procedure. Customer called to report blood leak alarm and system error 183. Customer reported she got a system error 183, then she got a blood leak alarm. Customer opened centrifuge lid but did not see any blood in the centrifuge bowl. Customer pressed down on the top part of the kit and observed blood coming from the top of the bowl, from one of the tubings. Therakos recommended customer about the treatment procedure and do not return any blood or products to the patient.